Event description:
Baxter received a report stating that or table trusystem 7000 u head section will not stay in place. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Manufacturer narrative:
A baxter field service technician inspected the involved device. Upon inspection it was found that a gas spring, which is responsible for positioning of the head section, was leaking. The cause of the defect was traced to wear of the gas spring. The gas spring was replaced, and the device was working as intended. Based on this, no further actions are necessary.